Event description:
User called in stated that pn got stuck inside the abdomen of a patient resulting in an ER visit. User states the ER physician had to rip the pn out and found small barbing on the pn. The patient went through the remaining pn and found 6 pns with the same issue and took them to the va.